Event description:
During open heart surgery after coming off cardiopulmonary bypass, alaris IV pump began flashing red lights and all attached pumps said "communication error". Pump was turned off, reset and within 5 minutes, the same error occurred. Pump was then removed from service and pressor drips were transferred to another pump. During this time, pt's bp dropped to a map of 30.